Manufacturer narrative:
Correction information was provided in h.3., h.6 and h.11. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. FDA evaluation code 3331 sent instead of b22. Additional information was provided in d.3. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens loading forceps damaged lens while inserting into cartridge. Damage not seen until inserted into the eye. The lens was inserted and removed and a new lens was implanted. There was no injury to the patient. Additional information was received, upon first attempt at implanting iol surgeon noticed damage to lens, another lens and cartridge was used and implanted without issue. Initially during procedure the surgeon thought the issue was the lens loading forceps. The forceps were thoroughly inspected, upon investigation it was discovered they were already used an numerous cases that day without issue. Once case specifically the surgeon thought it was the lens cartridge due to the way it looked during insertion of iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).